Manufacturer narrative:
At the completion of the investigation based on the limited information available, a clinical assessment was able to confirm the reported endoleak type ia, a stent migration and sac growth. A clinical assessment identified the type ia endoleak and stent migration as a contributing factor to the reported aneurysm sac growth. The devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot records confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Correction: PMA number.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial implant with a bifurcated stent and an peek aortic extension. On (B)(6) 2017 the patient came into the emergency room with back pain and computed tomography angiogram (cta) showed aneurysm sac growth, a stent migration, and a type 1a endoleak. The physician elected to implant a suprarenal aortic extension and a infrarenal aortic extension to resolve the endoleak. It was reported the procedure went well. There have been no additional adverse events reported for this patient.